Event description:
It was reported that the programmer failed a software update with both the usb (universal serial bus) and sdn (software distribution network). The programmer was returned for repair and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the stylus pen tip was damaged.